Event description:
It was reported that a powered wheelchair and ran into a door jam. The user went to the doctor and found she had a fractured foot and needed surgery. Should additional relevant information become available, a supplemental report will be submitted.